Manufacturer narrative:
Results: cpu board caused foot-end to be stuck in upright position.

Event description:
It was reported by service report that the foot-end was stuck in upright position, and would not move. It is unk if there was pt involvement or adverse consequences to report.